Event description:
Us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red raw bleeding oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied lanacane gel to the skin irritation. Patient reported that the irritation is getting better.